Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Caller would acknowledge alarm and resume insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy.